Event description:
A customer reported an error message ¿4131 sample-syr home not detect¿ on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse visually inspected the specimen syringe and saw dirt on the drive screw. The customer stated error 4131 sample-syr home not detect was intermittent and occurred when running controls in the morning; fse visually inspected the s055 sensor and was within specifications, except for the dirty drive screw. Fse thoroughly cleaned and lubricated the specimen syringe drive screw and guide rods and actuated it several times. Fse validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: (4131) sample-syr home not detect cause: the home sensor s052 failed to be activated after the sample syringe moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s052 and pm052 for possible malfunctions. The most probable cause of the reported event was due to dirty specimen syringe drive screw.